Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred prior to the pump shutting off. The customer then plugged the pump into a charger in order to turn the pump on. Once the pump turned on, the pump declared a temperature alarm while in no extreme temperature conditions. Subsequently, the pump declared another unspecified malfunction alarm prior to shutting off again. The customer's blood glucose (bg) level was 137 mg/dl. Multiple contact attempts were made by tandem technical support to determine what form of insulin therapy the customer reverted to; however, the customer did not respond.